Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-18321. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: the device related to the reported events of rupture and capsular contracture was received on january 11, 2024, with lot number: 3185095. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported exchange with no complaint against the device. Later healthcare professional reported capsular contracture baker grade unknown. Later healthcare professional reported "rupture". Later healthcare professional reported the capsular contracture is baker grade IV. Device has been explanted.